Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla) and reported pain five minutes after the MRI. The patient's head was wrapped as recommended by cochlear. Surgery to reposition the magnet was completed (date not reported) under general anesthesia. The implanted device remains.